Event description:
It was reported that two weeks post implant the left ventricular lead had no capture and had dislodged. The lead was electrically abandoned. The patient is enrolled in the sls (system longevity study) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 6947 implantable pacing lead, (B)(6) 2012; 5076 implantable pacing lead, (B)(6) 2006. (B)(4).